Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was over 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer declined to check for air bubbles, leaks and site and insulin issues. The customer stated that they found external ram error alarm and unexpected restart alarm. The customer stated that a temporary basal was not programmed before the alarms. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. The pump passed the self test, unexpected restart, displacement and all operating currents were within specification. No unexpected low battery or off no power alarm was noted during testing. The pump passed the self test, and unexpected restart tests. No unexpected restart or external ram crc error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.